Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that paracetamol IV was prescribed at a dose of 300 mg to be administered over 30 minutes using a secondary line however, the entire 1000mg IV paracetamol bottle was administered. It was noted that the patient stayed for six hours after the incorrect infusion when the parent decided to be discharged against medical advice. The patient was admitted to another governmental facility, and a toxicity test was done 8 hours after the wrong transfusion and the results were found to be normal. No additional medical intervention was provided to the patient.